Event description:
A customer reported experiencing a low blood glucose level of 50 mg/dl. The customer addressed the low blood glucose by drinking sweet tea and eating a banana without requiring third-party assistance. Technical support assisted the customer in updating basal rate, correction factor, carb ratio, and device settings, advising them to consult their healthcare provider after making these changes.